Event description:
On 2/16/2022 it was reported by a sales representative via sems that an ar-3636h self bunching kl 1.8 fibertak sutures became stuck in the splice and was unable to complete the splicing mechanism. Surgeon opened another one from the same lot number and the suture got stuck in the splice again. The sutures were cut and removed. Case was completed with another ar-3636h self bunching kl 1.8 fibertak, this was discovered during a procedure on (B)(6) 2022. No further issues has been reported. Additional information received 2/17/2022: this was discovered during a hip arthroscopy with labral repair. Nothing broke inside the patient and all excess sutures was removed from the anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.